Event description:
It was reported that shaft break and failure to deflate occurred. The target lesion was located in the mildly calcified left anterior descending artery. A 5.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon did not deflate and spliced on the wire. The device broke during removal and the procedure was completed with a different device. There were no patient complications reported.